Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported that the bottom and front enclosure were broken. The functional evaluation found no faults. We could not establish a relationship between the device and the reported event. Probable causes include; kinks, leaks, blockages as denoted in information for use. It was noted that the canister connector was broken, this could have contributed to the reported failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during evaluation the device presented full canister alarm. No case involved.